Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2000 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-aug-2002, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mg/ml at 2 .4mg/day via an implantable pump. It was reported that the catheter migrated out of the spine. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting included imag ing and cap (catheter access port) study. During the catheter replacement procedure, they found the distal end of the catheter in the flank. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.